Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that the issue of the probe unit pink rubber deep cut with a piece missing occurred due to external forces applied during transport, storage, use, cleaning, etc. Due to hitting or pulling the site, caused by user handling. The instructions for use includes the following statements: important information ¿ please read before use warnings and cautions (p.7) warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
Additional information is not yet available for this device. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the probe unit pink rubber had a deep cut with a piece missing. This could have attributed to the ultrasound image issues experienced by the user. Wear and tear was observed on the device. Other insulated findings are probe insulation was insufficient, elevator channel is loose, control knob has play, and there is a leak from scope connector and k-pipe channel.

Event description:
As reported for this event, during an unknown procedure the device ultrasound image was bad. There is no harm or adverse impact to the patient.